Event description:
It was reported the patient received shocks due to t-wave oversensing. Reprogramming has been done and now lead integrity alert (lia) tones triggered for "rv not taken". Options to stop the lia tones were discussed. The lead remains in use at this time. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.